Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent further described as ¿murky, 7up mixed with lemon colour¿. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin ¿infusion immediately¿, no further information provided. At the time of this report the event of cloudy effluent was not resolved. Action with pd therapy was not reported. No additional information is available.